Event description:
It was reported that there was high impedance (greater than 4000 ohms) on one or more bipolar pairs. Electrode 2 was exhibiting high impedance. When the nurse programmed using this electrode, the patient experienced stimulation in his brow. Additional information received from the physician reported that the patient did not experience any symptoms. The contact (electrode 2) nothing high impedance was not used. There was no patient injury. It was noted that he patient reported improvement with most programming adjustments, however, effects appeared to fade within a few weeks. There continued to be high impedance noted on one or more unipolar pairs. Additional treatment and outcome was not reported.